Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. The right frame was returned for evaluation, and subsequent testing verified the complaint. The tubing was broken at the first hole up on back cane. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Per dealer, broken at screw hole for back cane.